Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device booted to a message asking to insert boot media. It was reported that the arctic sun device was sent down to the biomed shop with concerns of low flow. They performed a functional verification and looked at the diagnostics. The circulation pump command was at 60%. Per review of wo sn# (B)(6), they discussed this was a failure of the control panel and they could purchase a spare part if they choose. Also advised this was a very old machine and perhaps an upgrade to a stat would be more in their interest. Stated they would discuss repair options with management. Per additional information updated from ttm on 06may2025, biomed calling for assistance trouble shooting 2 arctic sun devices. Sn# (B)(6) screen showing reboot and insert media. Sn# (B)(6) nurses called in about last night and were told there was an issue with pump. Per additional information updated from ttm on 06may2025, biomed stated they had a device with a bad circulation pump and a second device that would not boot up. They took the control panel from the device with the bad pump and placed it on the second device. Now this device was giving an error 41, s/n (B)(6).

Event description:
It was reported that the arctic sun device booted to a message asking to insert boot media. It was reported that the arctic sun device was sent down to the biomed shop with concerns of low flow. They performed a functional verification and looked at the diagnostics. The circulation pump command was at 60%. Per review of wo sn# (B)(6), they discussed this was a failure of the control panel and they could purchase a spare part if they choose. Also advised this was a very old machine and perhaps an upgrade to a stat would be more in their interest. Stated they would discuss repair options with management. Per additional information updated from ttm on 06may2025, biomed calling for assistance trouble shooting 2 arctic sun devices. Sn# (B)(6) screen showing reboot and insert media. Sn# (B)(6) nurses called in about last night and were told there was an issue with pump. Per additional information updated from ttm on 06may2025, biomed stated they had a device with a bad circulation pump and a second device that would not boot up. They took the control panel from the device with the bad pump and placed it on the second device. Now this device was giving an error 41, s/n (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Performed a functional verification and looked at the diagnostics. The circulation pump command was at 60%. Repaid options were discussed but no response was received about what repairs were performed. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Dfmea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step/item #s ra101. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. The residual risk is within the expected range. The instructions-for-use under baw28-000770-00 rev. 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.